Manufacturer narrative:
The lead will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting noise which was oversensed causing inappropriate shocks and pacing inhibition for this pacemaker dependent patient. The patient complained of being dizzy and lightheaded. The patient was hospitalized and the entire system was explanted and replaced. No adverse patient effects were reported.